Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges that during an invasive transarterial chemoembolization [tace] procedure on a tumor located within the patient's liver, an interventional guidewire fragmented into pieces during manipulation. The physician successfully externalized the iatrogenic foreign bodies with a vascular snare device thus liberating the patient's vessel. No additional patient consequences to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.